Event description:
It was reported that during an intervention at the abdomen procedure, the device didn¿t work properly. The clips didn¿t grip. When applied, the clip didn¿t grip and fell into the abdomen. The clip was retrieved. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.